Manufacturer narrative:
The returned device was evaluated and the returned device had an exposed needle. This was confirmed by observing the linkage assembly to be in a partially open/deployed orientation, but with the pink slide still not forward enough to be held by the catch beam. After the housing was removed, it was noted that the release bar was still held in place by the ratchet gear firing flat. The needle mechanism extended more forward slightly with the removal of the housing, but still did not fully deploy. An external power source set to 4.0 volts was applied to the sma wire assembly, and after 5 manual pulses, the release bar was released, and the needle fully deployed. The device was reset using the lock and load tool, but it was noted that despite the release bar being securely held in place by the ratchet gear firing flat, the pink slide was not held securely by the cam finger and continued to slip past the cam finger, leaving the linkage assembly and formed needle in a similarly exposed state prior to any manipulation. It was determined that the cam finger and release bar interaction was inadequate to hold the complete needle mechanism in a fully locked and loaded orientation.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed because no product lot number was reported. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported while patietn had activated a pod once the needle guard was removed the needle had deployed early. The pod was not worn.